Event description:
Spontaneous. Patient states that while she was attempting to change her cartridge, there was nothing flowing out of the new tubing set. She states the pump is running, but no remodulin flowing out of tubing. No alarms on pump. Tubing lot #4063676. Patient changed out tubing to another set, with same lot# and no issues. No other information known. Did the reported product fault occur while in use with a patient? No. Did the product issue cause or contribute to patient or clinical injury? No if yes, was any medical intervention provided? Please explain. N/a. Is the actual device is available to be returned for investigation? Yes did we replace device? Yes. Reported to (B)(6) by pt/caregiver.